Event description:
A malfunction alarm identified as malf 0 was reported, but there were no notable events preceding it. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. Customer was advised that they could continue using the pump and to reach out if the malfunction code appeared again.